Event description:
It was reported that the 2800 system had a generator error message during a case. The 2800 system had to be reset and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.